Event description:
On (B) (6) 2010, pt's mother reported the pt has been experiencing e4 (occlusion) errors for the past 2 nights. Mother stated on the 1st night they changed out the infusion site. Mother reported that on (B) (6) 2010, they changed out the infusion tubing and insulin cartridge. Call became disconnected. On call back from pt's mother, she reported the pt was awakened by the sound of her infusion device alarming with an e4 (occlusion) error. Mother stated on the 1st night, the pt's blood glucose readings were at 300 mg/dl and the pt noticed the lump under her skin. Mother stated the pt changed the infusion site and infusion tubing and bolused to bring her readings down. Pt's normal blood glucose range is around 100 mg/dl. Mother reported the infusion device worked fine until last night when the pt was awakened by an e4 (occlusion) error. Mother stated the pt changed the infusion tubing and insulin cartridge. Mother reported the error cleared and the pt's readings were not affected. Mother stated there were no lumps at the infusion site on last night. Had the pt disconnect and she was able to prime the infusion tubing successfully. Unable to troubleshoot during the call as pt was not currently experiencing an e4 (occlusion) error. On f/u call on (B) (6) 2010, pt's mother reported the pt stated she has not had any more issues with elevated readings or occlusions recently. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.